Manufacturer narrative:
The ventilator was returned to the manufacturer and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a device was alarming. There was no harm or injury reported.